Event description:
It was reported the pt experienced a burning sensation at her ipg site while stimulation was on. The issue only occurred once and did not last very long. An sjm rep met with the pt for reprogramming. The pt was advised to contact the sjm rep if the issue reoccurs.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.